Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was placed into the right brachial vein of a patient in the asu. The vein occupancy measured at 26% for a 5.5 fr catheter. The patient had a bowel obstruction and needed tpn. He was taken to the or twice post PICC insertion. He suffered swelling and positive doppler 7 days post insertion. The PICC line in the right brachial vein was non-compressible but had no flow. All other vessels were patent. The patient is being given anticoagulation drugs and the catheter remains in place. There was no patient death reported.